Event description:
Additional information was received from a healthcare provider (hcp) via the clinical study. It was clarified that drug used at the time of the event was infumorph. No further information was provided.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. It was reported that an x-ray on (B)(6) 2015 gave abnormal results. The device diagnosis was noted as a catheter migration from posterior to anterior. Interventions included explanting and replacing the catheter on (B)(6) 2015. The event resulted in in-patient hospitalization. The patient had increased low back and abdominal pain that the hcp noted could be caused by catheter migration from posterior to anterior. The etiology was noted as related to the device or therapy and not related to the implant procedure. The outcome was noted as resolved without sequelae on (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a clinical study regarding a (B)(6), female patient who was receiving prialt 25mcg/ml at 3.201 mcg/day (the drug was also reported as infumorph) via an implantable pump for cancer chemotherapy. On (B)(6) 2015, the patient had examination and the results were abnormal. They were unable to aspirate cerebrospinal fluid (csf) from the side port and the patient had no pain relief. A catheter occlusion was identified. On (B)(6) 2015, the catheter was explanted/replaced. On (B)(6) 2015, the event resolved without sequelae. The event was reported as related to the device or therapy (entire catheter) and not related to the implant procedure. Additional information has been requested to clarify the drug related to the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information was received from a healthcare provider (hcp) via the clinical study. It was reported the patient was on both prialt and infumorph at the time of the event. A cause for the occlusion was not provided. No further information was provided.